Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2020 it was reported that the pump was removed due to infection. No further complications were reported or anticipated regarding the event.